Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step and noted ball of insulin forming at end of cartridge connection. There was no adverse impact to the customer's blood glucose level. Customer followed technical support guidance to disconnect tubing, replace tubing, and repeat fill tubing step, then chose to switch to trusteel therapy until returning home, and technical support arranged replacement of used sets and cartridges while offering step-by-step loading support that caller declined for the moment.